Event description:
The pt was implanted with a synchromed pump and catheter in 1989 for intrathecal infusion of medications for non-malignant pain/failed back surgery syndrome. The pt underwent explantation of the catheter in 1999, after the hcp discovered the catheter had broken. A portion of the catheter remains in the intrathecal space. The pt underwent implantation of another catheter and intrathecal infusion of pain medication continued.